Manufacturer narrative:
Device evaluation summary: the device history record was reviewed for the finished good reported lot number. No issues were found when reviewing the device history record. In addition two years of complaints were reviewed form september 2014 until august 2016 and no trend was detected related to the reported issues. Vyaire received three samples for evaluation. All three samples were functionally inspected per quality specification requirements and the following results were observed. The reported connection of the 22mm ID breathing tubing that connects to the expandable blue hose with the 22mm male pvc connector (the coupling that is assembled with the expandable blue hose) was found to be within specification on the 22mm side. The expandable blue hose was also dimensionally inspected and no issues were found. However the machine connector that is assembled with the hosecuff was found to be out of specification at the 22mm ring gauge. A dimensional inspection was performed to the machine connector and this was within drawing specification. It has been determined that the defects identified contributed to the reported failure and therefore the reported failure has been confirmed. A corrective and preventative action has been put into place to further identify the root cause for the reported failure mode. To date the corrective and preventative actions that have been put into place include regularly scheduled mold maintenance, and a change in the inspection method to further prevent this issue. During the assembly process a 100% visual and functional leak test is performed on the finished good product. In addition our quality personnel perform a routine statistical quality sampling. The product is functionally inspected again prior to final packaging. The inspection method was previously manually completed using an iso gauge test, however, it was noticed that the manual inspection could potentially cause a variation in the dimensional inspections. This inspection is now completed by a mechanical method using an iso 22 mm plug/ring gauge test.

Manufacturer narrative:
(B)(4) initial emdr submission. Carefusion has received the complaint device and is currently performing an investigation into the reported issue. A follow up MDR will be sent once the investigation has been completed. (B)(4).

Event description:
The customer reported that two of the connections within the circuit are coming apart during 'normal' clinical use. The reported "white tape" connection has disconnected during clinical use. The reported item was being used on patient with general anesthesia; it was confirmed that there was no patient harm, and that no medical intervention was needed. The circuit was changed out with no clinical impact.